Event description:
It was reported that the mega suturecut needle driver instrument had a broken wire. No known impact or patient consequence was reported intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the problem was identified prior to surgery. No fragment fell into the patient. There was no patient injury reported. The procedure was completed using another robotic arm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.